Event description:
During stent post-dilatation in the common iliac artery, the balloon burst at six atmospheres. Another balloon of unknown make and size was used to achieves satisfying dilation, and the procedure was completed successfully. There was moderate calcification and mild tortuosity in the target vessel. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There were no reported patient complications. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.